Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. The patient had an appointment scheduled for (B)(6)-2013.

Event description:
It was reported that during the trial, the patient would sit up in bed and feel a jolt. It was stated that this occurred 4 to 5 times during the trial, but had not occurred since implant.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).